Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all combinations of devices (sk12) intended to be implanted were reviewed (1405-1012, 1405-1014 and 1405-4005) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on the information available, all hardware was removed due to pain at the site. Although a number of factors could have contributed to the pain experienced by the patient, the most likely cause cannot be determined due to the device not being returned. However, no malfunctions have been alleged with any tmc hardware nor was it a determining factor for performing the revision. The company will supplement the MDR as necessary and appropriate.

Event description:
After a bunion surgery was completed on (B)(6) 2016, all hardware was removed in a revision surgery on (B)(6) 2018 due to pain.